Manufacturer narrative:
Batch review performed on 18 february 2019: lot 183008: (B)(4) items manufactured and released on 10-jul-2018. Expiration date: 2023-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l ((B)(4)). Lot 181929: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the inlay screw didn't engage the tibial tray. A new screw from another insert was used and engaged successfully this time. The surgery was completed successfully.